Event description:
Initially, it was reported that the physician's handheld would be returned because the physician has a new programming tablet and the handheld is no longer used. It was later reported that the handheld serial cable is broken and causes functionality problems. The handheld and serial cable were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on 12/16/2014. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
.